Manufacturer narrative:
No unexpected low reservoir, low battery, signal too low, unexpected restart alarm or reset time/date anomaly noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
He customer reported via phone call that she was sleeping and the insulin pump starting beeping. The customer stated that it had an unexpected restart alarm and then the pump turned off. Customer changed the battery, the reservoir, and the infusion set. Customer had multiple alarms in the alarm history including an external ram error alarm. Customer stated that a temp basal was not programmed before the alarm occurred. Customer stated that the alarm was recurring during normal pump use. Customer was advised to monitor the pump. The time and date were reset on the pump. Customer was advised that the pump will be replaced.